Event description:
A peritoneal dialysis (pd) patient reported a screen was dim during power up on the liberty select cycler. Display brightness was set to 10. Power cord to the back of the cycler was not fully plugged in. The patient had secured the plug to the back of the cycler and turned on the cycler. Cycler screen was still dim. The does know how to perform capd/manuals. The fresenius medical technical representative replaced cycler due to display brightness. There was no patient involvement, no harm or adverse event reported. Additional information was requested but none was received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis a visual inspection of the returned cycler exterior showed no signs of physical damage. Brightness screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p115 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were no other visual discrepancies encountered during the internal inspection.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.